Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that medical interventions have been performed. Patient is having pain in his knee with legion implant. He has had scar tissue removed, injections, pill, nerve block, drg implant put in and still having pain.